Event description:
It was reported that during a revision surgery to remove painful hardware, a screw at the c2 broke off in the pt's bone. The screw shaft was buried in the bone, could not be removed and it was therefore left in the pt.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the mfg records for the complaint device could not be reviewed. The root cause is unable to be determined. This is the final report that will be submitted associated with this incident and device. No add'l action is required at this time.